Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: no defect found. Pump is booted as normal to verify screen with sound and vibration. There was no defect found.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump did not give emit vibrations. This report is being made due to no vibration issue.